Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 529 mg/dl at time of incident and other blood glucose level was 537 mg/dl. Customer stated that they were wearing the old insulin pump with the infusion set, however sensor was connected. Customer was treated with insulin pump. Customer stated that the insulin pump received insulin flow blocked alarm. The insulin pump will not be returned for analysis.